Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a bravo capsule which failed to attach. There was no harm to the patient, no intervention was required and a repeat procedure was performed. An endoscopy had been performed prior to the bravo procedure and showed the esophagus to be normal. The customer stated that the patient had thick secretions in their esophagus and was coughing during placement. No lubricant was used to facilitate placement of the capsule and the defective device has been returned for investigation.

Manufacturer narrative:
Evaluation summary: one delivery system was returned to medtronic for evaluation, but the capsule was not returned. The delivery system was bent, but there were no other visible signs of damage. There were no signs of tissue or blood on the device, the emergency release was not implemented and the plunger was not broken and was fully released. As the product was received, the device functioned according to specification, but there was evidence of mishandling which would have caused the bent guidewire. A review of the device history record indicates that the product was released meeting finished product specification. If information is provided in the future, a supplemental report will be issued.